Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver 5fu. The customer contact stated the connection between the secure lock and the attached pressure-activated anti-siphon valve was secured and taped. After an unspecified length of time in use, 5fu was found leaking at the secured connection. The spill was cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.